Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s husband left for work while the patient was still sleeping. The patient¿s husband thought everything was okay as he had not heard any alerts/notifications coming from the patient¿s cgm receiver (tandem insulin pump). The husband did not check the cgm receiver at this time, therefore, no cgm reading was reported. The patient¿s husband retuned home around 1pm and found his wife ¿not acting correctly¿. The patient was slurring her words. The patient was taken by her husband to the emergency room, the cgm receiver was not checked at this point either. At the ER, the patient¿s bg meter reading was ¿around 1000 mg/dl¿. The patient was admitted to the intensive care unit (ICU) and treated, but specific treatment details could not be recalled. Around 4-5:00pm, the patient¿s husband removed the sensor from his wife since she was in the ICU being monitored by bg meter readings. There was no mention of what the cgm reading was prior to removing the device or if there was a sensor error present. The patient¿s husband stated that they did not became aware of the sensor failure message until three days later on (B)(6) 2024, while the patient was still hospitalized. The patient¿s husband believes the sensor may have failed prior to the patient becoming symptomatic and going to the hospital on friday, (B)(6) 2024. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.